Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8015 bd unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech needed help on 8015 bd unit get error code 800.8000, which is a software fault will need to try to re-flash the software on unit, but tech saying now the unit seem to be ask tech just to make sure everything is running correct setup an infuse use a 8100 unit to make everything on the unit is working correctly before going back on the floor. Tech thank me for my assist.